Event description:
It was reported that following a laser procedure to debulk two focal lesions located within previously placed stents, the physician inflated the balloon and experienced difficulty removing the balloon catheter. They were unable to remove the balloon and pt was sent to surgery. The surgeon was unable to remove the balloon, so elected to cut and trim the balloon and left the portion that was stuck in the stent. Pt status is listed "okay".